Manufacturer narrative:
One intact 13.5f x 24 cm silicone catheter was returned for evaluation. A visual examination of the catheter revealed two small holes directly opposite each other on the venous extension 0.2 cm from the base of the luer. A review of the manufacturing records indicated all device specifications and quality requirements were satisfied. The extension was cross sectioned and measured. All measurements were within the design specifications. We are unable to determine the cause or factors which may have contributed to this event.

Event description:
"The dialysis catheter shows a hole on the venous lumen, a few millimeters from the connection with the adapter. It had been inserted on (B)(6) at night. The leak was noticed the next day when a new dressing was made."